Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was jammed. A field service engineer (fse) identified loose latch mount screws causing bracket misalignment and improper drawer closure. The screws were tightened and the bracket was secured to restore operation. Diagnostic and inventory tests were performed, during which the drawer failed to close and function properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was jammed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy. There were no delay and adverse events or injuries reported based on this event.